Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately high compared to another device (gmate). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 6.00 am on (B)(6) 2016. The patient stated that he manages his diabetes with insulin (novolog; self-adjuster). At 6.00 am on (B)(6) 2016 the patient claimed obtaining blood glucose readings of ¿258 mg/dl¿ with the subject meter and ¿140 mg/dl¿ on the other device. In response to these readings, the patient took 20 units of insulin (novolog). At approximately 11 am he retested his blood glucose obtaining readings of "248 mg/dl" on the subject device and "140 mg/dl" on the other device. The patient stated at this point he was not feeling himself and that he felt his blood glucose was crashing, so he treated himself with some sugar. He attributed these symptoms to the extra insulin he gave himself. At 6.15 pm that evening he measured his blood glucose again with a reading of "226 mg/dl" on the subject device and "95 mg/dl" on the other device. Based on statistical methodology, the calculated difference of each glucose comparison falls outwith lifescan¿s criteria for accuracy. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient was unwilling to perform quality control testing. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.